Event description:
Note: the date of event is unk. It was reported to boston scientific corp that the right-angle feeding tube locking adapter of a corflo cubby low profile gastrostomy device cracked. According to the complainant, the device had been placed in 2008. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.